Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 3500mcg/ml fentanyl at 1000mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that during a refill the hcp noticed blood and pus. Environmental/external/patient factors that may have led or contributed to the issue was that the patient was a smoker. The patient was sent for an explant and the pump and partial catheter explant followed. It was noted when the pump site was cut into a large amount of pus was noted. The pump was explanted on (B)(6) 2018. The pump was used within the patient. The pump would be returned for analysis and the pump was not replaced with a manufacturer's product. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury."

Manufacturer narrative:
Destructive analysis was not done as there was no device allegation. Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.